Event description:
Patient was in nursing home and monitored using posey 8361 sitter select alarm and posey 8290a over the mattress bed sensor. In 2007, patient was found lying on the floor. Hospital claims alarm lights were blinking, but never sounded. Patient sustained cuts and fractured facial bones. Patient was hospitalized and returned to the nursing home. Previously, patient had history of dementia and falls. It was found that the alarm user recorded a custom voice message in place of the default voice message, but probably inadvertently recorded a very short length message without any content. As a result, when the alarm was set off, no custom voice message was heard, and the default factory message did not play. User claims to have tested alarm before leaving patient unattended, as instructed in the product instructions and labels on both the alarm and sensor; however, this testing should have brought the empty message to the user's attention. Alarm and sensor were returned to posey and inspection showed both products work according to specifications. Alarm was manufactured early march 2005. In february 2006, posey updated the alarm firmware so that in cases of an empty custom voice message, the default alarm message and tone would automatically play.